Event description:
Customer reported a power source alert for their device. There was no adverse impact to the customer's blood glucose level. Initially, attempts to charge the device using the existing wall adapter were unsuccessful, even after being plugged in for at least 30 consecutive minutes. Subsequently, the customer tried a different wall adapter, which resolved the issue by enabling the pump to begin charging. No further assistance was required.